Manufacturer narrative:
It was found by an arjo representative during the pick-up of the rental citadel plus bed frame that the side rail panel was partially detached from the side rail mechanism. The device was in use by a patient. No injury was claimed. The pick-up of the bed frame was requested by the customer staff. It was claimed that one of the side rails was broken. Additionally, the bed did not move due to blocked in brake position a central wheel. The bed¿s evaluation revealed that the side rail panel was partially detached from the side rail mechanism (the screws holding the panel were ripped off). The circumstances in which this issue occurred were not shared by the customer staff, however, the arjo representative assessed that the width extension sections, which allow to extend the width of the bed (the bed overall width is 40,6 in / 103 cm), may not have been used when the mattress placed on the bed (arjo maxxair ets serial number mtaw00502) was set on width 48 in / 121,9 cm). When extension frames were not used, the mattress could push on the side rail, resulting in their damage and subsequent detachment. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. There are also included warnings regarding mattress and width extensions: ¿always use a mattress of the correct size and type. Incompatible mattresses can create hazards.¿; ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ arjo device failed to meet its performance specification since the side rail panel was detached from the side rail mechanism. The device was in use by the patient when the malfunction occurred. This complaint is deemed reportable due to an allegation of safety side detachment.

Event description:
It was found by an arjo representative during the pick-up of the rental citadel plus bed frame that the side rail panel was partially detached from the side rail mechanism. The device was in use by a patient. No injury was claimed.